Event description:
Reportedly, the patient expired in 2009 after an implant duration of 260.8 months due to ¿cardiogenic shock with end stage multiorgan failure¿. Per the translated clinical report attached, the patient entered emergency twenty days prior, and brought in ICU. The event was reported as: ¿clinical and anatomical pathological report provided by hospital and postmortem examination of the cause of the death had stated cardiogenic shock with end stage multiorgan failure. Patient arrived in the hospital with abdominal swelling and epigastric block sensation. After some day, pleurical additional fluid. Possible emi disk break. Patient clinical diagnosis refractory septic shock. No direct cause had been suggested by the hospital. During the autopsy, a leaflet escape of the mitral valve had been noted.¿

Manufacturer narrative:
Source of report is unknown. Patient had both duromedics mechanical mitral and aortic valves implanted in 1987. Device information (model/size/serial no) not provided. However, from the date of implant, this is believed to be a model 9120. Requested additional information and customer experience report 06/25/2009. On 08/14/2009 after further discussion with v.p. Of product safety, this was determined not an international model and reportable to the FDA. The device has been received, evaluated and sent to r&d. Waiting for approval from legal to dismantle the device to determine the serial number. Until the serial number is identified, no device history record review can be done. Customer letter with evaluation results has been sent. No additional information has been provided. Evaluation summary: the valve as received is still attached to a section of the host heart muscle, along with the aortic valve. A single fracture occurred approximately along the centerline of the leaflet. It most likely led to the leaflets escape. No other fractures detected. There are no missing pieces of the escaped leaflet. Host tissue is heavy at the stent inflow and the stent outflow. No other inconsistencies detected. The valves will be sent to research and development for observation. (Valve was measured to be 25mm). X-ray